Event description:
According to the complainant, the resuscitator bag rear end diaphragm (valve) fell into the resuscitator body. The resuscitator did not hold any pressure. The hospital personnel thought they did not intubate the pt correctly so only after 3 intubations they realized the resuscitations was defective. Another bag was pulled, which functioned properly, and the pt suffered no apparent injury.